Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a patient. Results provided: architect = 13.88 / 13.35 ng/l (reference range: >12 ng/l elevated risk), stratus cs200 acute care analyzer = < 0.01 ng/l no impact to patient management was reported.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a patient. Results provided: (B)(6) 2024 sid (B)(4) = 13.88 ng/l, repeated on (B)(6) 2024 = / 13.35 ng/l (reference range: >12 ng/l elevated risk), stratus cs200 acute care analyzer = < 0.01 ng/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier sid provided: (B)(4). Section b1 date of event corrected to (B)(6) 2023 from (B)(6) 2023.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a patient. Results provided: architect = 13.88 / 13.35 ng/l (reference range: >12 ng/l elevated risk), stratus cs200 acute care analyzer = < 0.01 ng/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with lot 54106ud00 and the complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. The median patient result for lot 54106ud00 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. In-house testing could not be performed as lot 54106ud00 has expired. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the architect stat high sensitive troponin-I, reagent lot 54106ud00 was identified.